Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-06079. It was reported the pt was experiencing pain at the ipg site. It was also reported the pt's scs system was not providing pain relief. The pt's scs system was explanted so the pt could undergo further diagnostic testing and an MRI.

Manufacturer narrative:
The 1627487-12192011-003-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.